Manufacturer narrative:
B3: unknown; no information has been provided to date. The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional test were performed. The physical condition of the device showed a damaged dso seal and a scratched lens. The customer problem wasn't duplicated. There was no cause found for the problem. The dso seal/lens will be replaced to fix the issue.

Event description:
It was reported that the pump "it presents a problem of fixation of the cassette of perfusion making impossible the tests of flow and occlusion tests"". There was no patient involvement and no patient harm/adverse event reported.